Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was powered up, the correct software loaded, and standby mode became active. The bulb ignited as specified. Run mode was selected and the variability of the light intensity was checked. No errors occurred. Functional testing was performed on the product and included the following: run mode/standby cycling; bulb access door cycling; lightcable/scope disconnect; cable/jaw interaction; front panel. The cable/jaw interaction test failed due to the jaw mechanism being out of alignment. The lightcable/scope disconnect test failed as the light would stay on after the cable was released. The rest of the tests were successful. The product was subjected to burn-in testing. During the testing, the bulb would intermittently turn off. Measurements were taken on lumen output and ballast boost voltage. The measurement on lumen output was out of specification. The measurement on ballast boost voltage was in specification. The root causes of the reported failure were traced to the following defective components: ballast; bulb. In addition, the jaw mechanism was out of alignment. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit was experiencing intermittent light and was also turning itself off.